Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the right ventricular (rv) lead exhibited variable impedance and sensing. The physician noticed blood within the insulation of the lead and insulation damage. The lead was removed, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The overlay tubing of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut. The interior right ventricular defibrillation cable was extrinsically cut. The inner tubing of the lead was extrinsically breached due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The outer insulation, inner insulation, overlay tubing, inner tubing, distal conductor, proximal conductor and internal rv defib conductor were cut at 10.5 cm with blood ingression, extrinsic damage. The overlay tubing was cut at 20.2 cm with blood ingression, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.